Event description:
The customer had been receiving questionable results for creatinine plus ver.2 (crea-e) on patient samples, which was previously reported in medwatch with a1 patient identifier (B)(6). The customer continued to receive questionable results for crea-e on additional samples. However, the customer could not clarify the exact number of patients that were affected. The customer provided (B)(6) example results. All results are in mg/dl and the repeats were performed on another cobas 8000 c701 instrument. Patient (B)(6) had an initial result of 1.4, which was reported outside of the laboratory. The sample generated a repeat result of 1.0. The customer deemed the repeat result to be the correct result. There was no adverse event. Patient (B)(6) had an initial result of 1.6, which was reported outside of the laboratory. The sample generated a repeat result of 1.1. The customer deemed the repeat result to be the correct result. There was no adverse event. Patient (B)(6) had an initial result of 1.5, which was reported outside of the laboratory. The sample generated a repeat result of 1.0. The customer deemed the repeat result to be the correct result. There was no adverse event. Patient (B)(6) had an initial result of 1.7, which was reported outside of the laboratory. The sample generated a repeat result of 1.2. The customer deemed the repeat result to be the correct result. There was no adverse event. There were two lots of crea-e reagent on the instrument. Lot number 68595901, with an expiration date of 03/31/2014 and lot number 68940301, with an expiration date of 06/30/2014. The field service representative was at the customer site on (B)(6) 2013. He found a weak gear pump. He replaced the gear pump and adjusted the rinse mechanism to be centered, and adjusted the rinse volumes. The customer performed qc and accepted all results. A precision run was also performed. The customer called back and complained of poor qc recovery after the service visit. The customer indicated there was no patient involvement. The field service representative returned to the customer site on (B)(6) 2013. He found the reagent probe rinse was misadjusted. He adjusted the rinse levels and replaced the reaction cells and lamp. He also replaced both the sample and reagent probes. The adjustments on all probes were checked and all nozzles were cleaned. The customer performed qc and accepted all results. A precision run was also performed.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The customer had ongoing issues with crea-e on this instrument. (B)(4).